Event description:
User facility reported on medwatch, "during surgery a nerve tester failed to work causing a transection of a facial nerve." Customer additionally reported nerve was transected during parodectomy procedure. "The nerve was microscopically re-sected and may take six months before extent of recovery is known."